Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion, white particles inside the device and opening. Leak test was performed and found opening on anterior/posterior. A microscopic analysis was performed which identify opening sharp in the diaphragm valve and punctured in the posterior side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on diaphragm valve assessed as to unidentified (tear) opening. A puncture opening on posterior due to surgical damage like. Additional, changed, and/or corrected data: h.3, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation". Device remains implanted.